Manufacturer narrative:
Investigation of the returned device confirmed the reported complaint. The motor ((B)(4)) stalls at less than 500 rpm. Motor has failed under warranty and will be returned to the supplier. Smith & nephew will continue to monitor for any future occurence of this failure type. (B)(4).

Event description:
During an unknown procedure the motor drive unit, ultralight w/ electrical gets heated when used in surgery.